Event description:
It was reported that the event involved an (B)(6) pt while in the cath lab. During pretest, before insertion, it was observed the catheter was bent and crimped within the package; unable to flush with saline or inflate the balloon. As a result, the catheter was not used and immediately removed from the table. A new catheter was used successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt had no issues from the event.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.